Event description:
It was reported that the right ventricular (rv) lead showed elevated threshold shortly after implant. The pace/sense portion of the rv lead was capped and the high voltage portion remains in use. A previously capped pace/sense lead was reactivated. This patient was a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2008 (B)(6); 407652 implantable pacing lead implanted: 2009 (B)(6); 419688 implantable pacing lead implanted: 2009 (B)(6). (B)(4).